Manufacturer narrative:
The farawave catheter has been received at boston scientifics post market laboratory where it is awaiting analysis.

Event description:
It was reported that the catheter had a spline out of plane when deployed to the flower shape which also had a crack in the polymer coating. During preparation for a pulse field ablation (pfa) procedure to treat atypical flutter a farawave nav catheter was selected for use. When deployment of the catheter array was tested a spline was out of plane when deployed to the flower shape. Upon further inspection of the spline, it appeared to have a crack in the yellow polymer coating. The catheter was replaced and the procedure was completed. Use of the replacement catheter to treat atypical flutter constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). No patient complications were reported. The farawave catheter has been received at boston scientifics post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the farawave catheter underwent visual inspection, functional testing, and microscope inspection. The farawave 2.0 catheter was visually inspected for any damage or defects that would have resulted in the planarity issues observed in the field. No observations were noted. A guidewire was advanced through the catheter, and the device was deployed to flower successfully. It was noted that some of the splines were facing forward. The catheter planarity measured at 12.5mm, which is out of spec per the design output spec of maximum 12mm for nav enabled. However, this planarity measurement is considered within spec per the design input spec of maximum 13mm for nav enabled. The spline cage of the catheter was examined under the microscope to look for any abnormalities that might be related to the observed poor planarity. Some potential 'thinning' was noted on some splines, though it is currently unclear whether this contributes to the planarity issue or not. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the catheter had a spline out of plane when deployed to the flower shape which also had a crack in the polymer coating. During preparation for a pulse field ablation (pfa) procedure to treat atypical flutter a farawave nav catheter was selected for use. When deployment of the catheter array was tested a spline was out of plane when deployed to the flower shape. Upon further inspection of the spline, it appeared to have a crack in the yellow polymer coating. The catheter was replaced and the procedure was completed. Use of the replacement catheter to treat atypical flutter constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). No patient complications were reported. The farawave catheter has been received at boston scientifics post market laboratory where it is awaiting analysis.